Manufacturer narrative:
Suspect infusion sets were discarded by pt, thus no product will be returned by pt for eval. No eval will be performed.

Event description:
Pt reported that infusion set broke. Pt stated that this problem has occurred on at least six occasions. Pt did experience high blood glucose, which he self-treated by bolusing.